Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain,') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included heavy periods, prolonged periods, dysmenorrhoea, breast cyst, abdominal pain lower, chronic cervicitis, endocervicitis, anxiety and menorrhagia. Concurrent conditions included condom and obesity. Concomitant products included estradiol (estrace) from (B)(6) 2018 to (B)(6) 2018, ibuprofen from (B)(6) 2014 to (B)(6) 2017, medroxyprogesterone acetate (depo-provera) from (B)(6) 2014 to (B)(6) 2015, nsaids since (B)(6) 2018 and paracetamol (acetaminophen) since (B)(6) 2018. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition:depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and fatigue ("fatigue") and was found to have weight increased ("weight gain/loss (specify which one) gain"), 3 days after insertion of essure. On (B)(6) 2014, the patient experienced abdominal pain ("pain abdominal area"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (procedure: vaginal, transvaginal hysterectomy, salpingectomy(bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and dysmenorrhoea had resolved, the vaginal haemorrhage, menorrhagia, anxiety, abdominal pain and fatigue outcome was unknown and the depression and weight increased was resolving. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: number of proximal coils: 4 on left cornua and 1 on right cornua discrepancy noted: date(s) of removal: (B)(6) 2015, (B)(6) 2017. Date leave began: (B)(6) 2017. Date leave ended: (B)(6) 2018. Reason: hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.6 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.; on (B)(6) 2015: successful bilateral tubal occlusion the procedure was successful. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jun-2019: new pfs received. New events: abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish, dysmenorrhea (cramping), weight gain, abdominal pain, fatigue were added. Outcome for events were added. Concomitant drugs added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain,') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included heavy periods, prolonged periods, dysmenorrhoea, breast cyst, abdominal pain lower, chronic cervicitis, endocervicitis, anxiety and menorrhagia. Concurrent conditions included female condom and obesity. Concomitant products included estradiol (estrace) from (B)(6) 2018 to (B)(6) 2018, ibuprofen from (B)(6) 2014 to (B)(6) 2017, medroxyprogesterone acetate (depo-provera) from (B)(6) 2014 to (B)(6) 2015, nsaids since (B)(6) 2018 and paracetamol (acetaminophen) since (B)(6) 2018. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition:depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and fatigue ("fatigue") and was found to have weight increased ("weight gain/loss (specify which one) gain"), 3 days after insertion of essure. On (B)(6) 2014, the patient experienced abdominal pain ("pain abdominal area"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (procedure: vaginal, transvaginal hysterectomy, salpingectomy(bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage and dysmenorrhoea had resolved, the menorrhagia, anxiety, abdominal pain and fatigue outcome was unknown and the depression and weight increased was resolving. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: number of proximal coils: 4 on left cornua and 1 on right cornua discrepancy noted: date(s) of removal: (B)(6) 2015, (B)(6) 2017, date leave began: (B)(6) 2017, date leave ended: (B)(6) 2018, reason: hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.6 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.; on (B)(6) 2015: successful bilateral tubal occlusion the procedure was successful. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received- event outcome of bleeding updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included heavy periods, prolonged periods, dysmenorrhoea, breast cyst, abdominal pain lower, chronic cervicitis, endocervicitis, anxiety and menorrhagia. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (procedure: hysterectomy vaginal, transvaginal hysterectomy, removal of both fallopian tubes.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: number of proximal coils: 4 on left cornua and 1 on right cornua. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.; on (B)(6) 2015: successful bilateral tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jun-2019: medical records received. Event pelvic pain make medically significant and intervention required. Reporter information, concomitant drug, medical history were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.